Event description:
In 2002, the patient reportedly could not achieve sufficient loudness growth while using their sound processor. In 2003, the paitent was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning. Eight months later, the implant team at the center scheduled surgery to explant the patient's device due to decrease in patient's performance. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.